Event description:
Revision surgery due to knee instability about 1 year and 5 months after primary surgery and the cause is unknown. There was no trauma reported. The surgeon upsized the 14mm insert to a 17mm insert to address the instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 march 2026: lot 2248479: (B)(4) items manufactured and released on 13-apr-2023. Expiration date: 2028-mar-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.